Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient received an inappropriate shock therapy causing the patient to physically shoot across the parking lot and rolled under a car.

Event description:
It was reported fluoroscopy revealed the lead had corroded. The lead was not explanted for fear that surgery could be risky. The lead was capped and a new lead was implanted aside the riata lead. No further information is available.

Manufacturer narrative:
(B)(4).